Event description:
It was reported that the shunt malfunctioned and had to be replaced.

Manufacturer narrative:
The valve did not pass leakage and patency testing due to a large tear in the bottom membrane of the delta chamber. It is unclear how or when this damage ocurred. Not passing patency testing precludes reflux, siphon, pressure/flow and preimplantation testing. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.